Manufacturer narrative:
Testing of the device is not available since the device was not returned. The backend logs were reviewed and the occurrence of error 5 was confirmed. Additionally, the serial number has been identified as being in association with the known error 5 compact flash issue. Therefore, verification of the reported event is confirmed.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.